Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had an episode and therapy was exhausted. The boston scientific technical services (ts) discussed the episode was detected in ventricular tachycardia (vt) zone and anti-tachycardia pacing (atp) and shocks were delivered with failure to convert. The rhythm was true vt. This ICD remains in service. No adverse patient effects were reported.